Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Event description:
It was reported that after infusion, blood could not withdraw as the septum was pushed into the adapter with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: at 11:00 on (B)(6) 2019, the patient was sealed with flush after the infusion, and the main branch of cvc could not withdraw blood when infusion at 15:00 on the same day. See the reason for finding that the septum pushed into adaper and replaced with a separation membrane. After the smooth withdrawal of blood.

Manufacturer narrative:
The following field has been updated with corrected information: device manufacture date: 2017-07-06.

Event description:
It was reported that after infusion, blood could not withdraw as the septum was pushed into the adapter with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: at 11:00 on (B)(6) 2019, the patient was sealed with flush after the infusion, and the main branch of cvc could not withdraw blood when infusion at 15:00 on the same day. See the reason for finding that the septum pushed into adapter and replaced with a separation membrane. After the smooth withdrawal of blood.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after infusion, blood could not withdraw as the septum was pushed into the adapter with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: at 11:00 on (B)(6) 2019, the patient was sealed with flush after the infusion, and the main branch of cvc could not withdraw blood when infusion at 15:00 on the same day. See the reason for finding that the septum pushed into adaper and replaced with a separation membrane. After the smooth withdrawal of blood.